Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system error and loose drive support cap. The customer stated that they received repeated alarms while priming. The customer stated that the drive support cap is loose. The customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked display window and stained end cap sticker.